Event description:
Per report, small portion of a prong of the 26mm sapien 3 valve was observed sticking through the 14fr esheath+ after the devices were withdrawn from the patient. As reported by an edwards lifesciences field clinical specialist, during insertion of the 14fr esheath+ during a right-transfemoral tavr, there was some resistance at the access site. The 16fr dilator was used, and the sheath was inspected prior to re-insertion, and there were no issues. There was no resistance when the sheath was reinserted into the patient. The loader was able to be fully inserted into the esheath+. The 26mm sapien 3 ultra resilia and delivery system were inserted, and resistance was met in the partially expandable portion of the sheath. After several attempts the sheath and delivery system were removed as a single unit. Upon removal, a small portion of a prong of the valve was seen sticking through the transitional portion of the sheath. A new sheath, valve, and delivery system were prepared. The valve was deployed successfully and there were no complications.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Device imaging review by edwards engineering and additional information received from the initial reporter confirmed that there was no damage to the 26mm sapien 3 ultra resilia valve. As such, the initial FDA reportability assessment for this event has been revised, and the event is no longer considered FDA reportable.